Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt was finished with treatment and was removing supplies the cycler was wet on the inside. Pt stated feeling fine and having no problems with his pd therapy. Pd rn reports pt had no ill effects or antibiotics administered, effluent has remained clear. There is no sample available for eval.